Event description:
It was reported that, "when the surgeon inserting the nrg insert trial by using a hammer, it cracked. The surgeon could not remove a fragment of the trial from the pt's knee."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded by the hospital and was not returned to the MFR. The lot code for the reported device was not provided either. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.